Manufacturer narrative:
Device evaluated by MFR: a coil, delivery wire and approximately 2 cm of a catheter were returned for analysis. Visual inspection of the distal end of the coil was jammed inside the 2 cm of catheter. The section of catheter was not an imager ii catheter. The coil was covered in dried blood. Friction was experienced removing the section of catheter from the coil. The coil was severely stretched and kinked towards the proximal end. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. The delivery wire was inspected and there was no anomaly noted. Microscopic inspection of the zap tip shape and surface of the coil was smooth. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected and no damage noted. Dimensional inspection of the coil and delivery wire are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush and an incompatible catheter was used during the procedure. Please note that the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ and ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 24jun2016. It was reported that the coil detached prematurely and was difficult to remove. A 15mm x 40cm interlock¿-35 was selected for use. During the procedure, the coil was pulled back but the coil detached at the lock area in the catheter. The physician had difficulties in removing the coil but eventually, the coil was removed successfully. The procedure was completed with a different device. No patient complications reported and the patient's status was stable. However, device analysis revealed that the interlocking arm of the coil had been pulled off.